Event description:
Discovered one unmarked/unlabeled pre-filled syringe contained in a wrapper. Syringe appears to contain 5 ml of a clear fluid. Syringe was discovered in a box amongst syringes labeled: monoject prefill advanced 10 units/ml heparin lock flush 5 ml fill single use - rx only - for IV flush only tyco/healthcare kendall ref 8881580125, lot 8020424, exp 07/2009.